Event description:
Boston scientific received information that the programmer displayed a black screen during routine follow up. Boston scientific technical services (ts) suggested rebooting the programmer but the issue was not resolved. The programmer will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation on the programmer was performed. The programmer displayed black screen upon boot up. Analysis found that there was anomaly with the circuitry related to the programmer¿s screen and there was evidence of overheating. The component of the circuitry was replaced and the programmer passed throughout all test. Laboratory result confirmed the reported clinical observation.